Event description:
It reported that removal difficulties occurred. The target lesion was located in the left coronary artery. This 135cm mamba flex microcatheter was selected for use. The microcatheter could not be removed from the sheath. After removal with force, the microcatheter was deformed and the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: analysis revealed no visual defect or damage. Functional testing was performed without issue. Product analysis could not confirm the reported event of material deformation as there was no damage to the returned device. Product analysis could not confirm the reported event of difficult to remove as clinical circumstances could not be replicated.

Event description:
It reported that removal difficulties occurred. The target lesion was located in the left coronary artery. This 135cm mamba flex microcatheter was selected for use. The microcatheter could not be removed from the sheath. After removal with force, the microcatheter was deformed and the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported.